Event description:
It was reported that the user experienced loss of blood glucose readings on the ilet when paired with a dexcom g7 sensor, and customer care guided the user through a toggle procedure between g6 and g7 with re-entry of the pairing code, after which the user was instructed to allow time for the sensor to re-establish communication. Symptoms included absence of displayed glucose values on the ilet. Outcomes included temporary interruption of cgm data to the ilet without alerts or alarms, and no medical intervention or hospitalization. Investigation included remote troubleshooting and education focused on communication re-pairing between the ilet and the dexcom g7 transmitter. Investigation of this case revealed a communication disruption between the ilet and the cgm transmitter, with no evidence of device damage, and the issue was addressed through re-pairing guidance. It was concluded, based on similar reports, that the cause was user-device communication loss likely related to pairing or connection, resolved through standard troubleshooting.